Manufacturer narrative:
The mayfield infinity skull clamp (a1114)was received for evaluation: failure analysis - functional testing showed that the locking mechanism has some movement and had worn parts. The unit was repaired and worn/damaged parts were replaced. General cleaning and maintenance also performed. Root cause - the reported complaint was confirmed from the evaluation. Evaluation showed that the locking mechanism has some movement and had worn parts. The unit needed to preventative maintenance, repair, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported movement of the mayfield skull clamp during a neurosurgery of a child. No further information available.